Event description:
It was reported that during an implant procedure that the set screw was not straight, so the physician could not tighten down the lead. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. The setscrew was loose/detached. Visual analysis revealed grommet damage.